Event description:
Freedom driver alarmed. Hr increased to 130 fill volume 57.9 cardiac output 7.6, slight change from 0000 numbers (rate 127 fv 47.0 co 5.9). Freedom driver continued to pump throughout the constant tone of the alarm. Patient very calm and cooperative, no deficits, no pain, no change experienced physically. Bp 130/66. Switched to backup freedom driver. Patient did not require diuresis.